Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the inserter did not fire when she tried to apply her adc freestyle libre sensor. Customer further reported that because of this issue, she had contact with a healthcare professional and was treated with insulin (dose/type unknown). No further information was provided as customer declined to continue troubleshooting and agreed to call back when she had time. No further information has been provided thus far. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported the inserter did not fire when she tried to apply her adc freestyle libre sensor. Customer further reported that because of this issue, she had contact with a healthcare professional and was treated with insulin (dose/type unknown). No further information was provided as customer declined to continue troubleshooting and agreed to call back when she had time. No further information has been provided thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
This serves as a correction report. (Unique identifier (UDI) # ) was incorrectly documented in the initial MDR 30 day report. Has been updated.

Event description:
Customer reported the inserter did not fire when she tried to apply her adc freestyle libre sensor. Customer further reported that because of this issue, she had contact with a healthcare professional and was treated with insulin (dose/type unknown). No further information was provided as customer declined to continue troubleshooting and agreed to call back when she had time. No further information has been provided thus far. There was no report of death or permanent injury associated with this event.